Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: implantable neurostimulator. It was unclear what specific ins system had to be redone. For the other related ins, see manufacturer report #3004209178-2016-05032.

Event description:
The patient reported that he had to have his old system redone. It worked fine but the neurologist was determined that it was not put in correctly. The patient did not want to provide any further information regarding this and the exact date was unknown. Indications for use were parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.